Manufacturer narrative:
Pc-(B)(4). The analysis results found that the strap12 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. 1 strap was delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device break and not deploy the straps? Or did the actual straps that deployed break apart/fall apart? The actual straps that deployed fall apart & remaining straps were locked

Event description:
It was reported that the patient underwent incisional hernia procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the straps fell apart. There were no adverse patient consequences reported.